Event description:
On (B)(6) 2007, the patient underwent bilateral revision of breast augmentation using mentor memorygel breast implants. Subsequently, the patient was newly diagnosed with osteoarthritis. The breast implants remain implanted.

Manufacturer narrative:
Additional catalog#: 5501bc; serial#: (B)(4); lot#: 5718200.